Event description:
The patient was prepped and draped properly on the table. The grounding pad was under the patient and there were no alarms from the esu. The handpiece was put into the unit properly and was ready to be used by the doctor. The doctor pushed on the foot pedal and nothing happened. The handpiece fell out of the unit. When the prep nurse put the handpiece back into the esu, the doctor pushed the foot pedal. Immediately sparks and flames came from the esu where the handpiece was in the unit. The nurse shut the unit down immediately and contacted biomed. Manufacturer response for electrosurgical unit, esu (per site reporter): we called them to pick up the unit.